Event description:
The mitek rep. States that a pt had complained that they could feel (palpate) a pointed object under their medial side skin above the knee. The surgeon, at the office, made a small incision and a fragment of rigidfix cross pin came out. There was no further consequence to the pt. The pt had an acl using the rigidfix system 8 months prior.